Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator . The patient reported that about a week ago they n oticed they had to turn their stimulation down quite a bit because when the stimulation was up too high it gave off a tingling sensation in the back of their head towards their brain. The patient turned the stimulation down 2-3 times and last night they turned it off completely because the stimulation would not stop. The patient mentioned that the stimulation had to be turned down way below what it ever started out with a year ago, so they don't know if that's normal or what the device needs to do. Pts doctor would not see them until manufacturer started a case. Pt was redirected to their hcp. The issue was not resolved. An email was sent to the field to request a call back from a manufacturer representative (rep). Agent sent an email to patient registration services to update the patient's date of birth.

Manufacturer narrative:
Correction to regulatory report #3004209178-2026-05570: not all coding applied for information reported in section b5. Section h2 updated accordingly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.